Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a fall, and as a result the patient's leads had migrated, which was confirmed via x-ray. Surgical intervention may take place at a future date to address the issue,

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2025 where one lead was explanted and replaced, and the other lead repositioned to address the issue. Effective stimulation was restored.